Event description:
It was reported that the customer was hospitalized for low blood glucose. No blood glucose levels were reported. Troubleshooting was performed and the insulin pump did not have any alarms at time of call. It was stated that the customer has multiple sclerosis and some health issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.